Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the physician found the tip of the torcon nb advantage angiographic catheter was separated before inserting into the patient's vessel. Another torcon nb advantage angiographic catheter was opened to complete the angiography procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, manufacture instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was unused. The distal tip and bond of the catheter were initially noted to be undamaged. The outer surface of the device was smooth, clean, and free of kinks. Measurements from the end cap to the start of the curve were within specification. The wire guide passed through the device with no issues, and the hub was pulled off to check the entire shaft with no damage noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record revealed two nonconforming events which could contribute to this failure mode. The first was for inadequate tip taper, and the second for the sideport being out of round. While one of these nonconformances was related to the failure mode, the affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures revealed no gaps. Moreover, while the complaint is confirmed based on the customer¿s testimony, the returned device did not exhibit the reported failure. The cause of the failure the customer experienced is unknown. Based on the information provided, the examination of the returned product, and the results of our investigation, the device did not have a detectable problem. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.